Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of peroration is listed in the jeti hydrodynamic thrombectomy system instructions for use (IFU), potential adverse events section as a potential adverse event. The reported patient effect of perforation is a known inherent risk of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the jeti hydrodynamic thrombectomy system was used in the right femoral vein. After removing the jeti catheter, an image was taken through the sheath with contrast when a perforation was noted in the patient¿s right popliteal vein. The physician pulled the sheath and held manual pressure to complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.